Event description:
It was reported that auto mode switch episodes due to oversensing of noise were observed via remote transmission. No patient symptoms were reported. Further evaluation was recommended. No further information is available.